Event description:
It was reported that the patient presented to the hospital with cardiac tamponade requiring draining. Lead perforation was observed. The rv lead was found affixed to the rv freewall. The explanted lead was disposed and will not be returned.